Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned wrapped around itself. Analysis of the returned device revealed that the guidewire had separately from 9.0cm from its nitinol distal end. The guidewire platinum coil was severely stretched and the core wire was bent. The guidewire was soaked in water and the hydrophilic coating was examined. The coating felt smooth and no anomalies were found along its nitinol hydrophilic coating section. The guidewire ptfe (polytetrafluoroethylene) coating was examined as well and no issues were noted. Both hydrophilic and ptfe coating were present on the guidewire. Functional testing was not performed on the device due to the condition it was returned in. The reported complaint of coating peeling was not confirmed based on the information available and device investigation. It is unknown why the guidewire was bent, separated and the platinum wire was stretched as this was not reported; therefore, the exact cause for these findings cannot be determined.

Event description:
It was reported that the hydrophilic coating separated from the guidewire during numerous manipulations. There was no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the hydrophilic coating separated from the guidewire during numerous manipulations. There was no reported clinical consequence to the patient due to this event.